Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient representative reported complaints such as exhaustion, sleep disorder, difficulty concentrating and headaches started after implantation. Patient had to take ibuprofen 2-3 a day (400 or 600 mg) over the span of 10 years due to headaches that turned into migraines. Patient also suffered from back pain, food intolerance with stomach ache, gastrointestinal problems, nausea and digestive problems. Patient was diagnosed with auto immune disease "morbus basedow" in 2014 (exact date unknown). Patient also suffers from depression and anxiety, dysregulation of the thyroid, forgetfulness, restrictions in the provision of services (such as household), high eye pressure, frequent bladder infections, spontaneous tingling in the fingers up to stiffness and numbness, raynaud syndrome, tension in the chest, extreme pain in the back and shoulders, frequent fatigue with sleep disorder, panic attacks with heart race, breast pain, frequent swelling of hands, feet and legs, sensitivity to light and burning and tearing eyes. Patient representative has advised that these are symptoms of breast implant illness (bii). Patient suffered from a feeling that the devices were attached to the pectoral muscle. Ultrasound showed that the devices were kinked at the top. Surgical report diagnosed a bilateral capsular contracture baker grade iii-IV. Device was explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Patient representative reported complaints such as exhaustion, sleep disorder, difficulty concentrating and headaches started after implantation. Patient had to take ibuprofen 2-3 a day (400 or 600 mg) over the span of 10 years due to headaches that turned into migraines. Patient also suffered from back pain, food intolerance with stomach ache, gastrointestinal problems, nausea and digestive problems. Patient was diagnosed with auto immune disease "morbus basedow" in 2014 (exact date unknown). Patient also suffers from depression and anxiety, dysregulation of the thyroid, forgetfulness, restrictions in the provision of services (such as household), high eye pressure, frequent bladder infections, spontaneous tingling in the fingers up to stiffness and numbness, raynaud syndrome, tension in the chest, extreme pain in the back and shoulders, frequent fatigue with sleep disorder, panic attacks with heart race, breast pain, frequent swelling of hands, feet and legs, sensitivity to light and burning and tearing eyes. Patient representative has advised that these are symptoms of breast implant illness (bii). Patient suffered from a feeling that the devices were attached to the pectoral muscle. Ultrasound showed that the devices were kinked at the top. Surgical report diagnosed a bilateral capsular contracture baker grade iii-IV. Device was explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ malaise-ndr: not applicable as the event is not related to the device. ¿ headache-ndr: not applicable as the event is not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. ¿ other-medical-ndr: not applicable as the event is not related to the device. ¿ autoimmune/connective tissue disorders-ndr: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ pain-ndr: not applicable as the event is not related to the device. ¿ nausea-ndr: not applicable as the event is not related to the device. ¿ depression-ndr: not applicable as the event is not related to the device. ¿ raynauds phenomenom-ndr: not applicable as the event is not related to the device. ¿ sensation increase/decrease-ndr: not applicable as the event is not related to the device. ¿ edema-ndr: not applicable as the event is not related to the device. ¿ infection (unknow onset)-ndr: not applicable as the event is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.